Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence - urgency frequency; the trial began (B)(6) 2020. It was reported that the patient stated that in the last 24 hours they had a bowel movement every time they voided and that this was not normal. They also didn't believe the device was working because they were still retaining fluid and had to self-catheterize two times a day. The issue was not resolved at the time of the report. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.